Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. The customer reported an article defect, a short circuit was found in the motor cable during evaluation, therefore we can confirm this complaint as a defect was found with the complaint device. The motor cable was replaced to correct the identified failure. The device was cleaned, repaired and tested for functionality. However, given the information provided we cannot discern a definitive root cause for the short circuit in the motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls has an article defect.